Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Helix was able to be extended and retracted within specification. (B)(4).

Event description:
It was reported that during the implant procedure, due to lead's spiral problem, spiral cannot be screwed in. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.